Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing use over time. The event can be prevented by following the instructions for use (IFU) which state: warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the following issues were discovered: due to wear of forceps elevator lever, the up/down knob could not be locked securely. The air/water cylinder had discoloration. The grip was scratched. Due to damage on ultrasonic probe, the number of missing elements exceeded the standard value. The acoustic lens was damaged. Due to damage to the acoustic lens, the displayed ultrasound image was defective. The distal end was scratched and deformed. The objective lens was scratched. The adhesive around the light guide lens was worn. The adhesive on the bending cover (a-rubber) was detached/separated. Due to wear of angle wire, the bending angle in up direction did not meet the standard value. Due to wear of lever wire (k-wire), the forceps raising angle did not meet the standard value. Due to damage on instrument channel (ch-tube), the forceps could not be inserted. The universal cord was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera ii ultrasound gastrovideoscope was received at an olympus service center for evaluation with no reported complaint, and no patient or user injury were reported. During inspection and testing of the subject device, a gap of adhesive was observed between the acoustic lens and the ultrasound probe. This report is being submitted for the malfunction found during the device evaluation.